Event description:
Connection issues during the implantation procedure: there was no click sound when the setscrew was tightened. In addition, it was impossible to unscrew that setscrew after the initial tightening. However, after several attempts, the physician succeeded to unscrew the setscrew; he re-tightened it and there was the typical click of the screwdriver. The device was kept implanted.

Manufacturer narrative:
(B) (4). Since the device involved in this complaint is kept implanted, no final conclusion could be drawn. However, it should be noted that analysis of devices returned for similar reasons revealed that the screwdriver was not fully inserted in the setscrew's hex cavity, which damaged the setscrew. To address this, sorin added an inspection step in manufacturing to eliminate any silicone adhesive inadvertently remaining in the setscrew's hex cavity, and provided a reminder and additional instructions to ensure the wrench was fully inserted. These additional instructions have been included in the newest reply instructions for use (B) (4). For a visual example of the proper lead connection procedure, (B) (4) the added inspection step became effective with sterilization lot 2317; the device involved in this complaint was manufactured after this sterilization lot. Consequently, this hypothesis is rejected for this specific device. It is more likely that the screwdriver was not properly inserted inside the setscrew cavity during the 1st attempt, which damaged the setscrew head and induced the absence of the "click" of the screwdriver. The correct behavior during the second attempt would indicate that the screwdriver was correctly and fully inserted inside the setscrew head cavity during that attempt. Nevertheless, this case has been recorded for trend purposes; further corrective actions will be evaluated and implemented, if deemed necessary.